Manufacturer narrative:
Device component code relates to device problem code for the reported event of stent broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was to be used in the kidney for a stone removal procedure. According to the complainant, during preparation, it was noted that the stent was broken into two pieces. The procedure was completed with another polaris¿ ultra stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A polaris ultra stent was received for analysis. A visual evaluation of the returned device found that the stent was damaged at the middle section. The stent was found broken, and the broken section is located in the sideport hole. No other anomalies or damages were noted. The complaint of the stent being broken in half was confirmed. The evaluation concluded that during preparation and outside the patient, the defect noted could have been caused by the user due to excessive manipulation and interaction of the stent with suture. This type of failure is consistent with one caused when a device is pulled strongly and/or was submitted to an excess of force; excess of force may cause damage, deformities or device break. Therefore, the most probable root cause of this complaint is "handling damage". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used in the kidney for a stone removal procedure. According to the complainant, during preparation, it was noted that the stent was broken into two pieces. The procedure was completed with another polaris ultra stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.